Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber and high voltage supply regulator boards were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the image went totally black and was no longer working. The live image was lost. There is no report of pt injury.